Manufacturer narrative:
The report of ¿no ipg communication¿ was confirmed based on the data in the ipg magnet and errors logs, and the artemis app crash shown in the cp log. Analysis of the returned ipg found that it had no physical anomalies, it communicated with all lab utilities, and it passed all functional testing on the ate. The ate tests the ble circuitry and measures the ipg receive signal strength (rssi) during ate and no issues were found.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's dbs ipg would not communicate with external devices since the time of implant. In turn, the device was deemed inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.